Event description:
Per dealer, valve operator not shifting correctly. Per independent repair center statement, the unit is alarming or red light. The key failure is due to the valve operator on the 4-way valve is not shifting.